Event description:
Caller reported damage to tandem charging cable, resulting in non-functional charging supplies. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement of the damaged charging supplies to be shipped within two days.